Event description:
It was reported that in the ICU, the pt's arterial radialis was punctured and the swg was inserted. However, when the physician tried to pull back on the wire, it became stuck and then unraveled. As a result, both the swg and needle were removed as one, and a competitor's product was used in its place. A delay was reported, however, there was no reported death or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed, if additional information becomes available.